Manufacturer narrative:
After battery installation unit gave an unexpected partial display with vertical lines on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Unit passed displacement test and self test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump returned for unknown reason. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.